Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR.: mustang was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon sleeve and extending approximately 32mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of the same device. No patient complications were reported.